Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for evaluation, the reported issue could not be confirmed. Therefore, the root cause could not be determined, however, the reported issue was likely cause by the following: 1. The cover received stress to be squashed during storage or the like and slightly cracked. Afterwards, the cover was damaged by stress from use. 2. The cover could have covered the hook at the scope tip and may not have gotten over it completely. As a result, the attachment of the cover was insufficient. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report # 2429304-2023-00162.

Event description:
An olympus representative reported to olympus on behalf of the customer that the single use distal cover broke off from the evis exera iii duodenovideoscope in the patient's esophagus when taking out the scope during an endoscopic retrograde cholangiopancreatography procedure. The cover was retrieved with a raptor grasper and a gif scope. The procedure was not prolonged and was completed with the same device. There were no anatomical challenges noted that contributed to the distal cap coming off. The patient did not receive any additional medical or surgical intervention and was discharged the same day. This event is reported under the following patient identifiers: (B)(6)- single use distal cover. (B)(6)- evis exera iii duodenovideoscope.